Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she received a no delivery alarm. Customer states that she had to change her infusion set thrice to clear the alarm. Customer's blood glucose level at the of the incident is unknown. Customer states that insulin was not going through the infusion set. Customer was unable to troubleshoot at the time of the call. Customer was reporting a past event. Customer also stated that sometimes her reservoir will not click into place and she will treat herself with a manual insulin shot. The infusion set is expected to be returned.